Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that their onetouch ultramini meter was displaying and error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unsure when the alleged product issue began. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿shaky, dry skin and frequent urination¿ sometime after the alleged issue began. The patient denied receiving any treatment for these symptoms. The alleged issue was not resolved with troubleshooting as the patient did not have their testing supplies available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 4/2/2015 and evaluated by lifescan product analysis on 4/3/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.